Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter stated that the customer was unconscious and paramedics had been called to treat her at the time of the phone call. When paramedics arrived the customer's blood glucose reading was 53 mg/dl. The customer's daughter was advised to call back to perform troubleshooting when the customer was feeling better. It was advised that the customer revert to a backup plan to treat her diabetes until troubleshooting could be performed. Nothing further was reported.